Event description:
The sales rep reported that during an acl repair that the customer's rigidfix guideframe and 8mm rod were misaligned. The sales rep reported that they drilled the inferior sleeves fine, but when they drilled the superior sleeves they found they were not matching up. The surgeon removed the guideframe and re-drilled the superior sleeves without it. The sales rep reported that they had enough of a footprint and the surgeon was satisfied with the fixation. The sales rep reported that during the drilling metal shavings were created in the superior tunnels and the shavings were completely removed with the shaver. The procedure was completed with no patient consequences. There was a 10 minute delay in the procedure. See associated medwatch 1221934-2014-00460.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation of the proximal end of the femoral rod reveals rough edges. This end is slightly bent. This would cause the report misalignment failure, confirming this complaint. The guide frame was examined and no anomalies were found. The guide was tested with a 8mm femoral rod and pins, and it was aligned properly. This device appears old and has possibly seen heavy use. This type of failure is typically observed due to excessive abuse of the device and can be attributed to user issue. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Based on the complaint history, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during an acl repair that the customer's rigidfix guideframe and 8mm rod were misaligned. The sales rep reported that they drilled the inferior sleeves fine but when they drilled the superior sleeves they found they were not matching up. The surgeon removed the guideframe and re-drilled the superior sleeves without it. The sales rep reported that they had enough of a footprint and the surgeon was satisfied with the fixation. The sales rep reported that during the drilling metal shavings were created in the superior tunnels and the shavings were completely removed with the shaver. The procedure was completed with no patient consequences. There was a 10 minute delay in the procedure. See associated medwatch 1221934-2014-00460.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In process.